Event description:
During surgery, the lamp inside the light source of the microscope exploded, causing glass fragments and dust to blow out of the vent and loss of illumination. Glass fragments were noted on the floor and pedestal of the microscope stand. Luckily this happened near the end of the case and did not appear to have a direct impact on the patient other than a delay in the procedure. This is at least the third time a lamp has exploded in this model of microscope at this facility.====================== health professional's impression======================the concern here is that glass fragments and dust from the light source could enter and contaminate the surgical field or get into the patient's wound. The sudden explosion could also startle the surgeon during a delicate part of the operation.====================== manufacturer response for surgical microscope, zeiss======================manufacturer's sales rep indicated that there is a new "coated" lamp available that will help.